Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was used in the normal procedure, but because the seal did not expand and the hemostatic effect was not obtained, the amount of bleeding is small and the operation is completed without any problems. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020 and investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window. When trying to load the seal into the delivery device using the visual cues, the seal would not load. The seal and tension spring assembly was removed from the loading device and observed to be intact, with no visual defects observed. Measurements of the delivery tube were taken. The inner diameter was measured at 0.195 inches and the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold/unwrap" was not confirmed, but the analyzed failure of "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was used in the normal procedure, but because the seal did not expand and the hemostatic effect was not obtained, the amount of bleeding is small and the operation is completed without any problems. A replacement device was used to complete the procedure. The hospital did not report any patient effects.